Event description:
The customer reported to olympus that during the procedure, the image on the screen of the high definition (hd) autoclavable camera head went momentarily black. The intended procedure was a laparoscopic surgery and the device was inspected before use. The procedure was delayed a few minutes and the anesthesia was extended the length of the delay. No other devices were involved in the event. The procedure was completed with another similar device and no additional treatment was required. The patient¿s overall outcome was unchanged and there were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned and evaluated, and the customers¿ allegations were not confirmed. However, there were signs of buckling/twisting on the cable, the video connector had a dent, and the device failed the pressure leak test as there was leaking next to the focus ring. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. It has been more than 6 years since the subject device was manufactured. The subject device was shipped in accordance with specifications. Based on the results of the investigation, the root cause of the reported phenomenon could not be identified. However, as the leak test failed during device evaluation, it is assumed that water entered the damaged part of the focus ring while performing reprocessing and resulted in causing temporary communication failure. The reported phenomena might be prevented by the following description found in the instruction manual; do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Olympus will continue to monitor the field performance of this device.